Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia, outside of an isolated event. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: d4: catalog number: additional information was received stating that the model of the device is e143. D6b. Explant date: the device is still in service; it was not explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia, outside of an isolated event. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia, outside of an isolated event. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Please disregard previous report. The correct model number for this allegation is e143. The device remains in service till this date.

Manufacturer narrative:
Please disregard previous report #2124215-2023-09551. Additional information: d4: catalog number: additional information was received stating that the model of the device is e142. D6b. Explant date: the device is still in service; it was not explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia, outside of an isolated event. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.